Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 356 mg/dl at highest. Supply changes were performed to address the alarms/bg. Reportedly, the supplies were in use for 4 days. The customer continued using the pump for insulin therapy.